Event description:
It was reported that the subject device's optics were bent. It was unknown when the issue occurred. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed, the outer tube is damaged and therefore the dielectric strength is inadequate. The charged coupled device (r-unit) has a kink and therefore the parts are not dis-/reassemable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is r-unit has a kink and therefore the parts are not dis-/reassemable (the optics are bent) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.